Event description:
The reporter stated that the surgeon was using a eyeonics crystalens using a msi-pf injector and the haptic broke upon insertion. There was reported damage to the lens capsule and loss of vitreous and anterior vitrectomy was performed and the original incision was enlarged and sutures were used. Patient va post-op is 20/25 and is doing well.